Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was received from the patient reporting that they experienced a failure of the ins to prevent shaking/excessive tremors. The patient reported that replacement of the ins resolved the issue. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that the ins battery was supposed to last 3 years but only lasted 30 months. There were no further complications reported as a result of the event. The date of event is approximate.